Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 401158 lead, implanted: (B)(6) 1985. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. Both the atrial lead and the right ventricular (rv) lead had high threshold, low impedance and low sensing. The rv lead had possible insulation damage. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Event description:
There was also noise on the atrial lead.

Manufacturer narrative:
(B)(4).